Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, an electrogram anomaly was observed. Assessment of multiple transmissions showed an anomaly in the tachycardia episode counter. The number of episodes were not same in various transmissions. The patient was asymptomatic and will be followed normally.